Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer noticed some air bubbles and leaks on the back of the reservoir, both set and reservoir were replaced. The customer's blood glucose level was high and decreases correctly with insulin injections. Customer wanted to perform a functional check on the insulin pump due to unexpected hyperglycemia occurred after lunch bolus. Customer reported that there were no alarms on the insulin pump. Customer stated that they were successfully performed self test and the insulin pump gave no alarms. Customer stated that they were successfully performed the displacement test and the insulin pump alarmed correctly with no reservoir. The reservoir will not be returned for analysis.